Event description:
It was reported that "tip broke off inner shaft as doctor was attempting to back out a screw".

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.